Event description:
The pinnacle ratchet screwdriver handle broke in two pieces. Update: 06/26/2015 follow-up received which stated all pieces of the screwdriver were together, and the instrument did not break during surgery. Complaint updated 06/29/2015.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).